Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1 email is: regulatory.responses@icumed.com. One device was returned for investigation. No abnormality was found in the appearance of the main body. The device was checked for looseness of the patient outlet connector where the complaint was confirmed. Root cause is due to the load in the loosening direction being applied when the patient circuit was attached or detached. The issue was corrected and the device then met specifications. Service history review shows this issue is not related to any previous repairs.